Event description:
It was reported that the customer noted two days post implant that the expiration date on the lead was several months earlier. It was also reported that a medtronic employee had notified the customer a week prior to the patient's procedure of expired product and had given the hospital an rga (return goods authorization) to take the products off the shelf and return them to medtronic. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.